Manufacturer narrative:
Insulin pump received with blank display due to moisture damage on electronics assembly. Pump received with cracked battery tube thread and cracked case battery tube noted. (B)(4).

Event description:
Customer's husband reported via phone call that the insulin pump was exposed to moisture and they found water inside screen. Customer's blood glucose level was 60 mg/dl. Customer stated that there was cracked on back down the side to the battery compartment. Customer reported that when she got in the pool and looks like moister in underneath the screen. Customer reported reservoir was able to lock in place. Customer was advised to revert to backup plan. Insulin pump will be returned for analysis.